Event description:
Event description guidant received information that the implanted lead was suspected to have perforated the patients heart. The lead was removed and a new lead was successfully implanted.